Manufacturer narrative:
Product analysis: visual and optical examination of instrument confirms tip of the tap is cracked; the crack is approximately 2-3 mm in length and splayed out axially. Tip splay or trumpeting effect and a bent/jammed guidewire is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with due to off-axis use of tap with respect to guidewire. In the future, a supplemental report will be issued.

Event description:
It was reported that patient with pre-operative diagnosis of stenosis underwent l4/5 posterior fusion. Intra-op, the drill tap was found to be dull by the surgeon and needed replacing. It took twice as long to cut through the bone. No patient complications were reported.